Event description:
A month and a half after I had my natrelle silicone breast implants put in, I experienced debilitating depression and hair loss. In the last 5 years, I have had increasing symptoms but no doctor can figure out why (high tpo for no reason and other autoimmune symptoms). After reading about breast implant illness and thousands of other women experiencing the same, I am convinced my implants are the reason I am ill. FDA safety report ID # (B)(4).